Event description:
This senior medical affairs specialist spoke with a patient/layperson in 2008 regarding a complaint she reported to a customer care advocate, cca, about 11 days prior. Reportedly, the meter was in the set up mode after the pt had replaced the battery. After resolving the perceived issue, the cca replaced the meter and test strips that were expired. The pt reported the following to this specialist. The meter had been in the set up mode for one week, during which time the pt reportedly did not test. The pt, on a sliding scale of novolin 70/30, continued taking her usual 20 units before her three daily meals. On the day of event, the pt reportedly injected 20 units before her evening meal, ate, and then "I laid down to take a nap." At 11:30 pm (eastern time), the pt became aware that an emergency medical team was in the room. She stated, "I was out of it." Emt tested on their own meter, result "24 mg/dl", and then injected the pt with glucagon. The pt was not hospitalized. After the event, the pt called lifescan. The complaint is classified as an adverse event. Reportedly, the pt was unaware that the meter must be reprogrammed after replacing the battery, and elected to continue injecting insulin without testing her blood glucose. The pt allegedly injected insulin without knowing her blood glucose and later claimed she experienced hypoglycemia and had to be treated by the emt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.